Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. On 22-dec-2022; an advanced system log review was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Review of the logs did not find any errors that are relevant to the reported event. This event is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube insertion and hospitalization. Medical intervention was required to address the issue. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube insertion and hospitalization. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.